Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: two photos and seven 1ml syringes in fully sealed blister packs from batch 0300311 (p/n 309628) were received and evaluated. Six of the syringes were observed to have a varying degree of brown embedded discoloration ranging from a few small spots to more than half the barrel. The brown discoloration is most likely degraded plastic, with each of the six barrels having a spot large enough in size to be rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The degraded plastic occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. One of the syringes had a large scrape outside the grad lines near the 0.7ml and 0.8ml markings, which was rejectable per product specification. Potential root cause for the damaged barrel defect is associated with the assembly process. DHR was performed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 0300311 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that the bd syringe luer-lok¿ tip had brown foreign matter inside it. The following information was provided by the initial reporter: "brown substance inside the syringe".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip had brown foreign matter inside it. The following information was provided by the initial reporter: "brown substance inside the syringe"